Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. The logs confirmed that the battery hot temperature alarm was issued by the aic but almost immediately cleared. Visual inspection of the internal circuitry of the console did not reveal any issues with the console. The issue could not be reproduced in the lab when a known good pump and purge was run with the console for over an hour. The root cause of the temperature spike is a glitch of the power batter manager communication triggered by the console being plugged into ac mains. D.2 revised common device name since the initial manufacturer device report nunber 1220648-2024-18109 was submitted in accordance with updated procedures. E.1 revised us phone number as it was previously entered incorrectly on the initial manufacturer device report nunber 1220648-2024-18109. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-18109 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report nunber 1220648-2024-18109 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The hospital's biomedical team reported an automated impella controller (aic) failure. The alarm was for the battery and there was no patient involvement.